Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the reported phenomenon was attributed to the deterioration of the electrical contact pins in the video connector due to the repeatedly use for a long-term use because more than 13 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device, the endoscopic image on the monitor flickered. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) (oekg) checked the subject device and it was found that the reported phenomenon was duplicated.